Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the broken heart symbol and the lack of a green pump running led was not confirmed. The heartmate 3 system controller (serial number (B)(4)) was returned for analysis and a log file was downloaded. Additionally, a log file was submitted. The submitted log file and the downloaded log file from the returned controller contained partially overlapping events spanning approximately 37 days ((B)(6) 2022 per the timestamp). There were no atypical events active in the log file that would indicate an issue with the system controller. Additionally, the controller was functionally tested and passed all steps without issue. The controller operated as intended throughout all testing and the reported event could not be reproduced. A low flow event was simulated during testing to try to replicate the reported event and the controller operated as intended. Provided information stated that stated that the reported broken heart symbol on the system controller, lack of function of controller¿s green circle was reported to have occurred at the time of the low flow events on (B)(6) 2022 between 9:25:57 & 9:27:25. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped from abbott on 29jun2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient observed a broken heart symbol on the system controller and a lack of the functioning of the controller. The patient reported that the green circle was not working either. The patient was advised to switch to wall power via the mobile power unit (mpu). Once this step was completed the controller began to function properly again and the green circle came on. The patient stated that low flow alarms also occurred at the time of the event. Review of the patient's log files showed 3 low flow events. The patient was connected to fully charged batteries at the time of the event. The low flow alarms resolved while the patient was still on battery power. There were no low flow events when the patient switched to the mpu. Related MFR # 2916596-2022-10451.